Event description:
It is reported that approx 1 inch of the saw blade broke and was left in the pt.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: eval summary: it is unclear how the saw was being used when the failure occurred. Excessive side loads on the inner portion of this device could have contributed to the portion of this device could have contributed to the failure. No product was returned for the investigation. The exact cause of failure cannot be determined with certainty. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet spes. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer inc, considers the investigation closed.